Event description:
It was reported that during an arthroscopic meniscal repair on knee performed surgical procedure on the knee while using the truespan 12 degree plga device when inserting the device into the joint a snag was felt and upon checking the tip of the product, the white sleeve covering the needle was found to be damaged. The product was eventually used with a slotted cannula and the implant was successfully deployed. However, at the deployment site, the shape which might cause cartilage damage if it was not protected with a cannula was observed. There was no delay to the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the distal part of the sleeve is cracked. Plates are not shown. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 12 degree plga would have contributed to the complained device issue based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; the device's shaft may have been pressed with the cannula, graft retractor or tissue right on the sleeve during the needle insertion, causing the sleeve to crack. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.